Event description:
It was reported that the right ventricular lead showed a steady rise in threshold and impedance. It was reported that there was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2002; addr01 pacemaker (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary- the distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut, the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered with a white substance. The distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, the outer insulation of the lead developed a cosmetic depression while in vivo. The distal segment only was received. Destructive analysis was performed due to lead in bad condition. Visual analysis found proximal conductor fractured in-vivo/flexed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.